Event description:
Vacuum pump pressure relief box was rattling. When touch by an operator, a spark was emitted and the circuit breaker tripped. There were no injuries and no pts were reported to be involved.